Event description:
The stopper broke in half when it was connected to a central catheter during a hemodialysis to a patient.

Manufacturer narrative:
The sample was received on 22 january 2009 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B)(4).